Manufacturer narrative:
Patient information: ID (B)(6), female, (B)(6) years old; ID (B)(6), female (B)(6) years old; ID (B)(6), female, (B)(6) years old. Race and ethnicity not provided. A dual investigation was performed on both the architect i2000sr analyzer and architect hiv ag/ab combo reagent. Ticket searches determined that there is normal complaint activity for both likely cause lots (85045li00 and 86156li00) and the tracking and trending report review determined that there are no related adverse or non-statistical trends. Field data was used to evaluate the number of standard deviations to the cut-off for the (B)(6) population tested with the architect hiv ag/ab combo assay. The number of standard deviations to the cut-off for the (B)(6) population tested with lot 85045li00 and 86156li00 is within the established limits. Also, the median of the population by lot was reviewed and lot numbers above showed a median within established limits. Further, the (B)(6) rate of lot 85045li00 and 86156li00 in the field was reviewed. No unusual reagent performance was identified. Additionally, a review for non-conformances, potential non-conformances and deviations associated with both lots 85045li00 and 86156li00 was performed. This review resulted in no occurrences. A review of the isr01971 service history was performed and found no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the field service engineer (fse) performed on-site troubleshooting of the analyzer that included decontamination of the analyzer; replacement of the probe; valve, manifold kit; trigger level sensor; buffer level sensor; and buffer filter. A review of the quality aug2017 to jul2018 reporting period and the 12 month search for similar complaints identified no adverse trends of any of the likely cause parts with regard to discrepant patient results. A review of the alinity I/architect ia product monitoring review found no similar issues as described in this complaint, and no trend associated with the architect i2000sr erratic result rate was identified. Review of the product labeling concluded that the issue is sufficiently addressed. A systemic issue and/or product deficiency was not identified.

Event description:
The customer observed (B)(6) results on 3 patient samples processed on the architect i2000sr that were discrepant with another method. ID (B)(6) generated architect hiv ag/ab combo (B)(6), western blot (B)(6) (3 bands) and viral load not detected. ID (B)(6) generated architect hiv ag/ab combo (B)(6) but western blot undetermined. ID (B)(6) generated architect hiv ag/ab combo (B)(6) but western blot (B)(6). No impact to patient management was reported.